Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the plastic on the bladder evacuator is more brittle, therefore the tube disconnects from the glass reservoir.

Manufacturer narrative:
No physical sample was returned for evaluation; however, a photo of the product was provided. The reported event was confirmed with an unknown cause. Per the visual inspection, the reported issue could be confirmed that the tube disconnected from the glass reservoir. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "- this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient.- visually inspect the product for any imperfections or surface deterioration prior to use. - do not use if package is damaged". (B)(4).

Event description:
It was reported that the plastic on the bladder evacuator is more brittle, therefore the tube disconnects from the glass reservoir.